Manufacturer narrative:
(B) (4): the returned device was evaluated by physio-control's failure analysis center. The reported failure was verified. The root cause of the reported problem was determined to be due to damage to connector j602 on the battery plug wire harness assembly. A replacement device was provided to the customer.

Event description:
It was reported by the customer that the device would not power on. There was no report of pt use associated with the reported event.